Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer explained that the alarm occurred while refilling. The customer's blood glucose was 8.2 mmol/l. The customer did not receive the motor position encoder error alarm as well. The customer did not have a back-up plan present but stated that they were going to the hospital in order to obtain one. The customer was unable to rewind the insulin pump at the time of the call. The customer was advised that their insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.